Event description:
Related manufacturer reference number: 1627487-2022-00922. It was reported that the patient experienced pain near their torso due to the migration of the strain relief loops of the t6 drg lead (sn (B)(4)). As a result, surgical intervention was undertaken wherein the t6 lead was explanted and replaced. During the procedure, the physician pulled the t8 drg lead (sn (B)(4)) and also replaced it. Post-operatively, stimulation therapy was restored and discomfort/pain resolved.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.